Manufacturer narrative:
Product event summary: analysis found that the device failed uplink amplitude testing due to the cable being out of electrical specification. Continuation of product ID 2090, programmer; product ID 2067l, radiofrequency head.

Event description:
It was reported the programmer rf (radio-frequency) head has a frayed cable. The rf head was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).